Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the customer reported malfunction. The se replaced the breath delivery unit (bdu) printed circuit board (pcb), and downloaded the latest software revision to resolve the issue. The unit passed all tests and calibrations, and it was found to be operating within manufacturing specifications.

Event description:
It was reported that a ventilator became inoperable. There was no patient involvement.